Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Patient received an unnecessary echocardiogram with no information on use of IV contrast.

Event description:
The customer reported a false positive initial architect stat troponin-I result for one female patient. The sample generated an initial result of 0.162 ng/ml and repeated 0.000 ng/ml on the original architect i2000sr. The sample was retested in duplicate on an alternate architect analyzer and generated 0.000 and 0.005 ng/ml. The customer uses a normal range of 0.000 to 0.030 ng/ml. Due to the initial elevated result the patient was admitted to the hospital and an echocardiogram was performed. No information was provided if IV contrast was used or if there was any resulting patient harm.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 41394un17. Accuracy testing was completed using a retained kit of reagent lot 41394un17. Acceptance criteria was met which indicates acceptable product performance. Labeling was reviewed and sufficiently address the customer issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.